Event description:
It was reported that the pump has a different 7-digit serial number within the software of the device but has an 8-digit serial number on the back of the device as well as on the shipping box. There was no patient involvement.

Manufacturer narrative:
One photo was reviewed for evaluation. Visual inspection was able to verify the reported problem. The root cause was unable to be established. The serial number label was replaced to address the issue. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.